Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an alarm issue was reported with the adc device . Customer further reported that due to this issue she experienced "hypoglycemia". The customer reported unspecified treatment from third-party due to this issue. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an alarm issue was reported with the adc device . Customer further reported that due to this issue she experienced "hypoglycemia". The customer reported unspecified treatment from third-party due to this issue. There was no report of death or permanent impairment associated with this case.